Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2011 were not provided. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation: repair of ventral herniorrhaphy with mesh. Clinical note: see previous dictation of history and physical. Technique: ¿after informed consent and proper identification, the patient was brought to the operating room and placed on the table in supine position. Monitoring was placed by anesthesia. Induction of anesthesia was begun. The patient was intubated without difficulty and general endotracheal anesthesia was established. He was prepped and draped in the usual fashion. He underwent incision in the midline, carried down through layers of skin and subcutaneous tissue. Opened the fascia. I found the previous mesh. Tracked along, stayed extraperitoneally and found the hernia in the old kocher incision. I then free up the area circumferentially to allow for fixation as underlay underneath the fascia and then freed up the edge of marlex mesh to allow me to suture the new mesh to the old mesh. This was done with interrupted prolene suture. The underlay covered the new hernia defect and the midline as well. Then the midline fascia was approximated with interrupted figure-of-eight nurolon suture. Skin was approximated with staples. There was no specimen. The patient was awakened, extubated and taken back to recovery. He tolerated the procedure well.¿. On (B)(6) 2011: (B)(6) medical center. Perioperative nursing record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 8477046. W.l. Gore & associates. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp04/8477046) was implanted during the procedure. [Missing records: any follow up office visits, labs, or testing post implant on (B)(6) 2011 to support diagnosis of infection post placement of mesh was not provided]. On (B)(6) 2011: [date discrepancy, operative report reflects date (B)(6) 2011] (B)(6) medical center. Perioperative nursing record. Implant sticker. Strattice 20x30 cm. On (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnoses: infected mesh. Postoperative diagnoses: infected mesh. Recurrent ventral hernia. Operation: removal of infected mesh. Repair of recurrent ventral hernia with biologic mesh. Clinical note: see previous dictation of history and physical. Technique: ¿after informed consent and proper identification, the patient was brought to the operating room and placed on the table in supine position. Monitoring was placed by anesthesia. Induction of anesthesia was begun. The patient was intubated without difficulty and general endotracheal anesthesia was established. He was prepped and draped in the usual fashion. Underwent elliptical incision over the entire wound in midline, carried down through layers of skin and subcutaneous tissue, all the way down to the level of the mesh. We then carefully took out the mesh, which was not incorporated at all. This left a ventral hernia. We then elevated underneath the fascia circumferentially to allow for placement of a strattice mesh and this was secured in position to the overlying fascia with interrupted prolene suture. This was all done after simpulse irrigating the entire wound. We then closed the midline fascia with figure-of-eight prolene sutures over two separately placed jackson-pratt drains which were sutured in position. The skin was approximated with staples and sutures. The patient was then taken back to the burn center for recovery. He tolerated the procedure well.¿ on (B)(6) 2011:[missing records: pathology and culture reports detailing analysis of the device removed during the (B)(6) 2011 procedure was not provided]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect, h6: updated investigation finding, h6: updated investigation conclusions: d15: cause not established, h6: health effect impact code: f1903: device explantation, h6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ (B)(6) 2007: scattered incidental diverticulosis, left colon, ¿ (B)(6) 2007: profound anemia, microcytic anemia. Prior surgical procedures: ¿ unknown date: hernia repair with mesh [¿marlex¿], ¿ (B)(6) 2011: repair of ventral herniorrhaphy with mesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2011: removal of infected mesh. Repair of recurrent ventral hernia with biologic mesh. Implant: strattice. Implant preoperative complaints: ¿ (B)(6) 2011: "preoperative diagnosis: recurrent ventral hernia.¿ implant procedure: repair of ventral herniorrhaphy with mesh. [Implant: gore® dualmesh® plus biomaterial 1dlmcp04/8477046, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6), 2011: ¿ wound classification: not provided, ¿ description of hernia being treated: ¿he underwent incision in the midline, carried down through layers of skin and subcutaneous tissue. Opened the fascia. I found the previous mesh. Tracked along, stayed extraperitoneally and found the hernia in the old kocher incision.¿ ¿ implant size and fixation: ¿I then free up the area circumferentially to allow for fixation as underlay underneath the fascia and then freed up the edge of marlex mesh to allow me to suture the new mesh to the old mesh. This was done with interrupted prolene suture. The underlay covered the new hernia defect and the midline as well. Then the midline fascia was approximated with interrupted figure-of-eight nurolon suture. Skin was approximated with staples. There was no specimen.¿ explant preoperative complaints: ¿ (B)(6) 2011: ¿preoperative diagnoses: infected mesh.¿ explant procedure: removal of infected mesh. Repair of recurrent ventral hernia with biologic mesh. Implant: strattice. Explant date: (B)(6), 2011 ¿ ¿underwent elliptical incision over the entire wound in midline, carried down through layers of skin and subcutaneous tissue, all the way down to the level of the mesh. We then carefully took out the mesh, which was not incorporated at all . This left a ventral hernia. We then elevated underneath the fascia circumferentially to allow for placement of a strattice mesh and this was secured in position to the overlying fascia with interrupted prolene suture. This was all done after simpulse irrigating the entire wound. We then closed the midline fascia with figure-of-eight prolene sutures over two separately placed jackson-pratt drains which were sutured in position. The skin was approximated with staples and sutures.¿ ¿ pathology report was not provided. ¿ [date discrepancy on implant sticker, noted as (B)(6) 2011] conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8477046. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (mg/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (mg/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, recurrent hernia. Additional event specific information was not provided.